Event description:
A sensor was returned for evaluation which is not the complaint device. The product was unable to perform any testing. The complaint confirmation of an unknown error "session has ended I have a new transmitter" could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.